Event description:
Event verbatim [preferred term] the hemostasis effect was not as potent as surgical or floseal. [Device effect incomplete], , narrative: this is a spontaneous report received from non-contactable reporter(s) (physician) from a sales representative. A female patient received absorbable gelatin (gel-flow nt), for haemostasis. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device effect incomplete (non-serious) with onset 08-nov-2023, outcome "unknown", described as "the hemostasis effect was not as potent as surgical or floseal.". The action taken for absorbable gelatin was unknown. Therapeutic measures were not taken as a result of device effect incomplete. Additional information: surgeon noted that gel-flow was not as easy to pack in spaces to achieve hemostasis. Noted it behaved more like a foam than a gel and the hemostasis effect was not as potent as surgical or floseal. Causality for "the hemostasis effect was not as potent as surgical or floseal." Was determined associated to absorbable gelatin (malfunction). Initial corrective action: "n/a". No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: device type updated to "kit; class iii".

Manufacturer narrative:
Investigation summary: an initial investigation was conducted, including the search for ddas and nces which did not produce any related findings. Additionally, pfizer was unable to provide the part numbers, lot numbers and qualities to complete the investigation. Therefore, there was no nonconformance to investigate. Conclusion: complaint not confirmed.

Event description:
Event verbatim [preferred term] the hemostasis effect was not as potent as surgical or floseal. [Device effect incomplete], narrative: this is a spontaneous report received from a physician from a sales representative and product quality group. A female patient received absorbable gelatin (gel-flow nt), for haemostasis. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device effect incomplete (non-serious) with onset 08nov2023, outcome "unknown", described as "the hemostasis effect was not as potent as surgical or floseal.". The action taken for absorbable gelatin was unknown. Therapeutic measures were not taken as a result of device effect incomplete. Causality for "the hemostasis effect was not as potent as surgical or floseal." Was determined associated to absorbable gelatin (malfunction). Additional information: surgeon noted that gel-flow was not as easy to pack in spaces to achieve hemostasis. Noted it behaved more like a foam than a gel and the hemostasis effect was not as potent as surgical or floseal. Initial corrective action: "n/a". Further investigation: "n/a". Product quality group provided investigational results on [02jan2024] for [absorbable gelatin]: investigation summary: an initial investigation was conducted, including the search for ddas and nces which did not produce any related findings. Additionally, pfizer was unable to provide the part numbers, lot numbers and qualities to complete the investigation. Therefore, there was no nonconformance to investigate. Conclusion: complaint not confirmed. No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to amend previously reported information: device type updated to "kit; class iii". Follow-up (02jan2024): this is a follow-up report from a product quality group providing investigation results. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] the hemostasis effect was not as potent as surgical or floseal. [Device effect incomplete], , narrative: this is a spontaneous report received from non-contactable reporter(s) (physician) from a sales representative. A female patient received absorbable gelatin (gel-flow nt), for haemostasis. The patient's relevant medical history and concomitant medications were not reported. The following information was reported: device effect incomplete (non-serious) with onset (B)(6) 2023, outcome "unknown", described as "the hemostasis effect was not as potent as surgical or floseal.". The action taken for absorbable gelatin was unknown. Therapeutic measures were not taken as a result of device effect incomplete. Additional information: surgeon noted that gel-flow was not as easy to pack in spaces to achieve hemostasis. Noted it behaved more like a foam than a gel and the hemostasis effect was not as potent as surgical or floseal. Causality for "the hemostasis effect was not as potent as surgical or floseal." Was determined associated to absorbable gelatin (malfunction). Initial corrective action: "n/a" no follow-up attempts are possible. No further information is expected.